Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/apr/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties and deflation.

Event description:
On the patient's annual questionnaire for the (B)(6) study, the patient reported not enough milk production before she stopped breastfeeding. Additionally, healthcare professional reported a left side deflation. Device remains implanted. This record represents the patient's left side device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified a flat crease and clear fluids inside the device. A leak test was performed, and no leakage was found. A microscopic analysis was performed which identify no openings observed in the device, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.